Event description:
It was reported by the customer that a pyxis medstation es system had failed cubie. The customer stated rails were stiffed due to overfilled pocket, it cannot open and remove the overfilled bottle. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system had failed cubie. The field service engineer removed tray and reseated latch. Installed trays and pockets and tested. The system functioned as intended after the field service engineer troubleshot the device.